Manufacturer narrative:
.

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome over four diopters off target. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional information. (B)(4).